Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother is questioning if the handset is properly calculating bolus advice. She advised that her son tested less than an hour after the multiwave bolus ended and his handset showed no active insulin. No adverse event reported. A request was made for the return of the device.